Manufacturer narrative:
The defective rotaflow drive was returned to (B)(4) and has been forwarded to the manufacturer em-tec for investigation. The device was investigated by em-tec. According to their service order- due to a defective electronic component (ic 1) on the "mc2" board, the error message "error head" occurs from a speed> 1000 rpm. A "hot plug" can cause this failure. The defective ic1 on the "mc2" has been replaced. In addition the missing closing assy has also been replaced. Thus the failure could be confirmed. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that during service/test the rotaflow console displayed "head error". Customer tried two different consoles but still with the same error message. No patient involvement. (B)(4).